Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 127 mg/dl, compared with the sensor glucose reading of 84 mg/dl. The customer stated that in the evening, she changed her sensor, and the blood glucose reading was 93 mg/dl. She reported that the insulin pump alarmed, indicating that the sensor signal was out of range. She noted that she was eating, so she treated with 2.0 units of insulin. Later, the insulin pump showed that her sensor glucose reading was 40 mg/dl, but she noted that her blood glucose reading was actually 129 mg/dl when she tested with a fingerstick. She advised that she was new to using the sensors and that she required some assistance with insertion and taping. Nothing further reported.